Manufacturer narrative:
A ge service representative performed an onsite investigation. The high voltage tank connectors were evaluated and reseated. The system was tested and found to be working as intended and returned to service.

Event description:
It was reported the collimator failed to operate properly resulting in a decreased field of view and the patient was moved to a different room. There is no report of injury or death associated with the event described in this complaint.